Event description:
Event description guidant received information that this atrial lead was unable to capture the myocardium and pacing therapy was not provided to the patient. In addition, decreasing lead impedance measurements were noted in the daily measurements and a low impedance measurement was obtained in the bipolar configuration. Lead measurements obtained in the unipolar configuration were within normal limits. As a result, the lead was reprogrammed to provide pacing therapy in the unipolar configuration.